Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The customer reported that the keel prep's hinged joint was assembled incorrectly and hinged the wrong way. The surgeon prepared the keel manually and the case was completed successfully with a 5 minute delay to surgery the stryker sales representative reported that the keel punch looks as though it has been 're-assembled' incorrectly by the customer. This kit has been in operation for a long period of time at this account and this is the first time that the customer has reported an issue with this instrument.

Manufacturer narrative:
Corrected data: product not returned. An event regarding user error involving an triathlon rasp was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that the keel prep¿s hinged joint was assembled incorrectly and hinged the wrong way. The surgeon prepared the keel manually and the case was completed successfully with a 5 minute delay to surgery. The stryker sales representative reported that the keel punch looks as though it has been 're-assembled' incorrectly by the customer. This kit has been in operation for a long period of time at this account and this is the first time that the customer has reported an issue with this instrument.